Event description:
It was reported that an arteriotomy closure of the right common femoral artery was achieved using a starclose se device after a left subclavian stenosis interventional procedure. Reportedly, when the device was removed from the patient's anatomy it was observed that two vessel locator wings were broken. No parts were missing. No resistance was felt during removal of the device. The clip achieved hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Device not returning - correction. It was initially reported that the device would be returned for evaluation. Subsequent information revealed the device was discarded. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow up report will be submitted with all additional relevant information.